Manufacturer narrative:
(B)(4). Concomitant medical device: a 42-5006-064-02 persona femoral component lot 62762844. A 42-5214-005-12 persona articular surface. A 42-5400-000-32 persona patella lot 62405046. A 42532006702 persona stemmed 5-degree tibia cemented lot 62852160. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00778, 0001822565-2018-00547.

Event description:
It was reported that the patient was revised three years after initial knee surgery due to tibial loosening and pain.

Manufacturer narrative:
The explanted tibial component was returned, with some bone ingrowth or white color foreign material on the inferior side, confirming the reported event. Per package insert, loosening and pain are the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.